Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the valve appeared to be under expanded near the left coronary cusp. A post dilatation balloon aortic valvuloplasty (bav) was performed with a 28 mm non-medtronic balloon. A leaflet was stuck open which caused severe, central aortic insufficiency. Subsequently, a second transcatheter bioprosthetic valve was implanted valve-in-valve completely reducing the aortic insufficiency to zero. No adverse patient effects were reported.